Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event as the pump passed functional testing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There was a leak in the pump strain relief kink resistant tubing (krt) cylinder junction that was the result of a sharp instrument damage, likely due to the explant surgery. The damaged tubing was removed. The pump was functionally tested and performed within specifications. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the pump connector. The patient had visited the hospital two weeks prior to the revision surgery because the ipp did not work properly. A patient outcome of stable was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the pump connector. The patient had visited the hospital two weeks prior to the revision surgery because the ipp did not work properly. A patient outcome of stable was reported.